Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated: a3, a5, b4, b5, d10, d11, g4, h1-h3, h6, h10. On 21 august 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 2:1 cutter serial number (B)(6) and 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 26 august 2019 found that the device was out of calibration and had visible damage to the roller gear, but produced a passing test cut. Upon further evaluation, it was found that the pin inside the ratchet was installed backwards causing it to not work properly. Review of the cutters found that the 1.5:1 cutter produced an incomplete cut and was deemed non-repairable while the 2:1 cutter produced a passing cut. Repair of the mesher occurred the same day and involved replacing the roller gear and the gear and collars on the cutters. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that one of the cutters produced an incomplete mesh, it cannot be determined from the information provided as to what caused the cutter to wear down such that it would not cut properly. As such, a specific root cause of the reported event cannot be determined. During evaluation of the device though, it was found that the pin inside of the ratchet was installed incorrectly, preventing the device from being used. The instructions for use for the zimmer skin graft mesher provides instructions on how to properly disassemble and reassemble the ratchet handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device had incomplete mesh, during the meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.